Event description:
Abbott is still shipping defective freestyle3+ sensors. I had 2 fail, in 2 days. Showing glucose numbers 40+ lower than a blood glucose meter. The 2 I had fail, were in the same lot number as the recall, but their website said the serial numbers I had were not affected. Device code: 1420; 2460 patient code: 1905. Reference report#: mw5185600.